Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient's implantable cardiac monitor (icm) exhibited under-sensing. No interventions were performed and patient's condition was unknown.

Event description:
New information received indicated that the patient had presented to the emergency room due to tachycardia. It was noted that the implantable cardiac monitor (icm) exhibited under-sensing and failed to detect a fast heart rate episode. Programming changes were made, and the patient was treated with medication. There were no reported patient consequences, and the heart rate returned to normal.